Event description:
During the review of the event history log, it was determined that a repeating pattern of upstream occlusion alarms suggests that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. It was determined that this failing part caused the false upstream occlusion alarms and has been replaced.

Manufacturer narrative:
(B)(4).